Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.75 ml delivery accuracy for this device requires 20 ml +/- 1 ml. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the manufacturer facility. A review of the pump history indicates that on (B)(6) 2011 at 0801, line a was programmed to deliver at a rate of 100ml/hr, and a vtbi (volume to be infused) of 133.3ml, for a duration of 1 hour and 20 minutes, and line b was programmed in the concurrent mode, at a rate of 16.0ml/hr, and a vtbi of 20ml, for a duration of 1 hour, and 15 minutes, and the deliveries were started. Within the same minute the deliveries on lines a and b were stopped. At 0803, the deliveries on lines a and b were restarted. At 0809, the device alarmed n188 prox occl b/air. The delivery was stopped and restarted. At 0816, the device alarmed with n188 prox occl b/air and the delivery was stopped. At 0818, the delivery on line b was restarted. At 0819, the device alarmed n188 prox occl b/air. The delivery was stopped and restarted. At 0820, the device alarmed with n188 prox occl b/air, and the delivery was stopped and restarted. Within the same minute, the deliveries on lines a and b were stopped. At 0821, the deliveries on lines a and b were restarted. At 0921, the delivery on line b was reprogrammed to deliver at a rate of 30ml/hr with a vtbi of 5ml, and the delivery was restarted. At 0922, the device alarmed n230 prox air, backprime. Backpriming was started and stopped. At 0922, the deliveries on lines a and b were restarted. At 0924, the device alarmed that the delivery on line a was complete. At 0926, line a was reprogrammed with a vtbi of 25ml. At 0932, the device alarmed that the delivery on line b was complete. At 0932, line b was reprogrammed to deliver at a rate of 120ml/hr with a vtbi of 2ml, and the delivery was started. At 0933, the delivery on line b was complete, and the device was turned off. A review of the device history indicates that the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, line a of the device was programmed to deliver at a rate of 100ml/hr, for a duration of 1 hour and 20 minutes. Line b was programmed to deliver vancomycin 750mg/20ml, for a duration of 1 hour and 15 minutes, and the delivery was started. No further programming parameters were provided. After approximately 1 hour and 15 minutes, the nurse noted that approximately 5ml of vancomycin remained in the syringe instead of an expected empty syringe. The customer contact reported the remaining 5ml of medication was delivered. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. At an unspecified time, the device was removed from clinical service. Though requested, no additional information was provided.